Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device developed an infection. The patient presented in clinic with leakage coming from the incision. Subsequently, this device was explanted. The patient is being treated with antibiotics, and it is intended that a new device will be implanted when the patient is finished with treatment. No additional adverse patient effects were reported. This device was disposed.